Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: review of the black box data revealed several unexplained records of power on reset. The battery compartment was confirmed to be cracked. The returned battery cap was intact, without damage and able to fit securely to the pump. The pump powered on normally and was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the power complaint.